Event description:
Product analysis was completed on the returned generator. The pulse generator would not interrogate. Therefore, a system diagnostic test, a wandcomm diag, and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos (end of service) condition. A comprehensive automated pcba electrical evaluation and a battery life calculation (implant data only available) were performed. Other than the no communication due to eos event, there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent a full revision surgery due to high impedance. The explanted lead has not been received by product analysis to date.

Event description:
It was reported that the patient was seen to have high lead impedance and it was alleged to be possibly due to a fall the patient experienced during a seizure. The patient has been referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.